Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange and no communication can be established despite a hardware reset of the device and several locations tried.

Event description:
Reportedly, the status light of the home monitor remains orange and no communication can be established despite a hardware reset of the device and several locations tried.